Event description:
Caller alleged discrepant inratio2 results. Results as follows: (lot #275252) date: (B)(6), inratio: 2.8, gp surgery (coagucheck): 2.2; date: (B)(6), inratio: 2.8, gp surgery: 2.2; date: (B)(6), inratio: 4.2, gp surgery: 3.2. Customer reports that tests were done roughly 20 minutes apart. The customer called back on (B)(6) 2012, to report the following results using replacement strip lot #275622. Date: (B)(6), inratio: 3.0, coagucheck: 2.5; date: (B)(6), inratio: 5.5, coagucheck: 4.1. The customer started taking 3mg alternating 4 mg daily of warfarin on the (B)(6) 2012, and as of ((B)(6) 2012) result, has reduced his warfarin dose to 3mg daily. Customer reports that the nurse wiped away the first drop of blood when testing on (B)(6) 2012.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on reported lot #275252 on (B)(6) 2012. Results as follows: donor 1: inratio: 1.9, 1.6, 1.9, reference: 1.51, bias threshold: 1.01 - 2.01, %cv: 9.62; donor 2: inratio: 3.3, 3.2, 3.1, reference: 2.86, bias threshold: 1.86 - 3.86, %cv: 3.13. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4). This reaches the action threshold of (B)(4). Corrective action is not required at this time.